Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad was thinning, torn/punctured and that the up and down buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the keypad was found to be torn/damaged on the up arrow button. All keypad buttons were responsive during the investigation. The keypad was removed for further inspection and no contamination was found under the keypad contacts. Unrelated to the initial complaint, the display was found to be dim, faded and pink. The battery compartment was found to be cracked on the side from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.